Manufacturer narrative:
It was reported that the connector site of the internal sensor cable appears corroded. The initial complaint information does not include the instant of time, as well the information about a resulted pressure issue. Afterwards the information was received, that the failure was found during weekly check over with no patient involvement. Further, it was confirmed, that no pressure issue occurred. A getinge field service technician (fst) was sent for investigation and repair on 2023-05-02 and 2023-05-15. The connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. In may 2021 a service bulletin (issue 95 / 21-05-04) was published to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Morever in the instructions for use (IFU) of the caridohelp (chapter 10 cleaning and disinfection) it is stated that the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The device was manufactured on 2021-10-15. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(6)) was reviewed on 2023-05-03. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "connector site of the internal sensor cable appears corroded" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that the connector site of the internal sensor cable appears corroded. No more details were provided. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.